Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device manufacturing date is unknown.

Event description:
It was reported that the patient presented in pain at the upper right quadrant. Implant screw and crown was found to be fractured. Tooth #3.

Manufacturer narrative:
The unknown screw was not returned. No fracture screw identified inside of the implant that was returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), bruxism. The reported device was located on tooth # 3 (universal) and was used for approximately 4 years 9 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR could not be reviewed for the unknown screw without lot/item number. . Complaint history review: complaint history could not be reviewed for the unknown screw without lot/item number. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported events (functional: fracture screw) or product (tsvt4b10, unknown screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did not occur. Additionally, screw malfunction and the reported events could not be verified. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3" device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.